Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the right ventricular (rv) lead had "frayed" and was replaced. The lead will not be returned as it was discarded by the customer. No patient complications have been reported as a result of this event.